Event description:
It was reported by service report that the brake bar was bent and the brakes were always engaged. It is unknown if there was patient involvement or adverse consequences.

Manufacturer narrative:
Evaluation result: brake bar.